Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory was performed and indicated the impedance of the right ventricular lead was beyond the expected upper range.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance, noise, and there were short v to v intervals. The lead was removed and replaced. No patient complications have been reported as a result of this event.